Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery increased from 20% to 55% charge without being plugged into a power source, and depleted quickly from 55% to 5% charge, there was no impact to the customer's blood glucose levels. Reportedly, the customer would use manual injections as alternate insulin therapy.